Manufacturer narrative:
The subject device was not returned to any of olympus locations for evaluation. Omsc could not review the manufacturing history record (DHR) because the subject device was the accessory. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to insufficient and inappropriate reprocessing by the user. Olympus stated the appropriate reprocessing of maj-855 and the counter measures against abnormalities in the instruction manual of maj-855.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an endoscopic submucosal dissection procedure, it was found that the subject device was sterilized only at the end of the day without disinfection and sterilization by autoclave after each procedures. The user completed the intended procedure with the subject device. There was no report of patient injury associated with the event.